Event description:
The customer reported the system will not boot and is alarming. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and restrapped the input transformer. System operates as intended. (B)(4).